Event description:
The patient indicated that his infusion pump was no longer relieving his pain. When an exploration was done, blood was found in the catheter and the connector between the catheter and the pump. The connector was replaced and the catheter was rechecked for patency.